Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the ostium of the left internal carotid artery and in the proximal left internal carotid artery with two rx acculink stents. During the stenting in the ostium, the patient experienced right hand weakness. The patient was treated with aspirin and plavix. On (B)(6) 2011, neurology was consulted and head computed tomography without contrast showed microvascular ischemia changes which was diagnosed as a stroke. The patient was able to complete the 24 hour stroke scale with no symptoms. Additionally, the patient received occupational therapy and the condition slowly improved over the course of three days. The patient was discharged home on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke, ischemia and weakness are known observed and potential adverse events as listed in the rx accunet instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.